Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had blank. The customer¿s blood glucose level was 245 mg/dl. Customer also reported that the insulin pump had battery out limit alarm and insulin pump quit working. Customer reported that they were able to clear the alarm. Customer stated that they did receive a request to rewind insulin pump. Customer able to complete rewind. Troubleshooting was performed for battery out limit alarm. The insulin pump will not be returned for analysis.